Event description:
The event involved a 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip where it was reported a leak occurred at the level of the pa tubing cell (location of the flush zone). The event was observed during use on a patient. Because of this leak, the ssi (isotonic saline) of the hyper pressure bag was sticking to the ground significantly. Impossible to stop this leak. Nobody has been hurt and there was no delay in therapy. The therapy has been completed. There was no blood loss considered clinically significant. The leak did not come into contact with the patient or healthcare professionals. The leak was cleaned up according to facility protocol with no specific kit. There was no impact on the patient, but they had to change the entire device. The patient received the full intended dose.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact.

Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. During visual inspection, the pvc tubing was observed to be broken or cut from the drip chamber. The probable cause of the breakage or cut had occurred due to unintentional bending or twisting forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.